Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the anatomy and stricture were noted to be ¿severe.¿ when attempting to pass the device through the stricture, tension was applied by pulling the inner catheter, the inner catheter detached and the stent was unable to be placed. The inner catheter and stent were then grasped with a snare and removed from the patient. Although the physician planned on placing three stents during this procedure, only two flexima rx biliary stents were placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure performed in the intrahepatic biliary duct on (B)(6) 2015. According to the complainant, during the procedure, the anatomy and stricture were noted to be ¿severe¿. When attempting to pass the device through the stricture, tension was applied by pulling the inner catheter, the inner catheter detached and the stent was unable to be placed. The inner catheter and stent were then grasped with a snare and removed from the patient. Although the physician planned on placing three stents during this procedure, only two flexima rx biliary stents were placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the complaint device evaluation, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation found the guide catheter was detached from the pull wire and kinked in several locations throughout. The stent was loaded on the guide catheter. Blue nylon thread was tied around the proximal side of the stent. The proximal barb was torn off and missing from the stent and the thread was tied around where the barb used to be. Based on the location of the loop, the thread did not appear to have caused the tearing of the barb, but it could not be determined. The push catheter was kinked in several locations throughout. Resistance was found between stent and guide catheter when the stent was attempted for removal due to the suture tangled in between the stent and the guide catheter, which would cause difficulty deploying the stent. Force to deploy the stent likely caused kinks and detachment of guide catheter. Efforts to deploy the stent likely caused kinks in stent and push catheter. The investigation concluded that the step for mounting stent on the delivery system does not require fastening the stent with a suture. Therefore, the most probable root cause for the complaint is user/use error. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.